Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's pacer function was not working properly. The customer was unable to provide more information. Complainant did not indicate that there was any patient involvement in the reported malfunction.